Event description:
Additional information: it was reported that the patient passed away within months of receiving pump; pump was filled approximately every 30 days. Pump was refilled at least 4 days before patient started having problems; patient had severe spasms which had previously been controlled by the pump. Following a refill on (B)(6) 2007, on (B)(6) 2011 patient experienced pain and later developed severe spasms. Several attempts were made to stabilize him and later he was taken to ICU. On (B)(6) 2007, per the hcp the symptoms were very similar to baclofen (compounded baclofen used reported previously) withdrawal.

Event description:
It was reported that the patient had a refill on (B)(6) 2007 and on (B)(6) 2007 experienced withdrawal symptoms, especially increased pain and spasms. Patient was hospitalized and was admitted to the intensive care unit. It was stated that the patient's breathing was abnormal, blood pressure was high and then low, patient had a temperature of 109 degrees. Patient later suffered organ failure and passed away. Patient's mother felt that "it was from the pump". Drugs delivered via the pump were compounded baclofen 5000mcg/ml at a daily dose of 449.51 mcg and morphine 5mg/ml.

Manufacturer narrative:
Catheter model: 8709 accessory kit, serial #: (B)(4), implant date: (B)(6) 2099, explant date: unk.